Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: (B)(4) lead implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported by the patient that their leads fractured and they "almost died". Additional information was received indicating that the patient was lightheaded. The right ventricular (rv) lead had high pacing impedance, high thresholds, no capture, and a possible fracture. The patient's underlying rhythm was complete heart block with a ventricular escape of 30 beats per minute. The rv lead was explanted and replaced. It was also reported that the right atrial (ra) lead had high impedance, high thresholds, and a possible fracture. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.